Event description:
A healthcare facility in australia reported via a fisher and paykel healthcare (f&p) field representative that the power off alarm of an iw951aea cosycot infant warmer has failed. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Method: the subject device iw951aea cosycot infant warmer was not received at fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is thus based on the evaluation of the information provided by the healthcare facility and our knowledge of the product. Results: the customer reported that the power off alarm of an iw951aea cosycot infant warmer has failed. Conclusion: the root cause was found to be a loose connection of the heater wire causing the wire to disconnect. The power failure alarm is part of fisher & paykel healthcare's quality control process and was tested for functionality on every unit during production, prior to distribution. Additionally, the device's technical/service manual includes a checklist outlining safety, performance, and functional tests that must be conducted at least annually for the cosycot infant warmer.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported via a fisher and paykel healthcare (f&p) field representative that the power off alarm of an iw951aea cosycot infant warmer was not functioning. There was no reported patient involvement.